Manufacturer narrative:
Concomitant product continued: a2dr01ipg, implanted: (B)(6) 2015.

Event description:
It was reported that noise was noted on the right atrial (ra) lead during atrial episodes. The noise was not reproducible with isometrics. The sensitivity was decreased and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.